Event description:
It was reported that the cassette was leaking at the connection of the tubing and the yellow plastic connector. There was no reported patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One photo sample was received for analysis of complaint that cassette was leaking at the connection of the tubing and the yellow plastic connector. No device sample was received. According to the photo received, there was a leak detected between the luer and the tube and failure mode of leaking was confirmed.